Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The mtm2 was analyzed, and the reported failure was able to be reproduced during the sine cycle. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted hepatectomy surgical procedure, the surgeon was facing intermittent (increasing in frequency) resistance on the right master tool manipulator (mtm). Prior to the call, the operating room (or) staff swapped instruments, but this did not solve the problem. The biomed stated that when the problem occurred, there was a lot of resistance to moving the instrument on either arm 3 or 4, the mtm dropped, and the instrument jaw moved from straight to completely angled towards the instrument shaft. Intuitive surgical, inc. (Isi) technical service engineer (tse) did not find errors pointing to either arm 3 or 4 or right mtm. The isi tse guided the biomed through a hard power cycle and emergency power-off (epo) which did not solve the problem. The isi tse asked biomed if it was possible to use the surgeon side console (ssc) from the other system. The surgeon agreed and the ssc was swapped. While swapping, biomed stated it looked like the blue fiber cable (bfc) on the ssc was not connected properly, but there was no error (the tse noted there was also no error in the livelogs). The biomed stated later (when no longer in the operating room) that bfc was definitely not properly connected. The biomed also stated that the problem is ongoing. After the power was on, the system started normally, and surgery continued without further problems/errors. The biomed stated during the call that the other system, from which the ssc was used, was a back-up system which was normally not used. The procedure continued as planned with the other ssc and with a delay of 15 to 30 minutes. There was no patient harm, adverse outcome, or injury. Isi followed up with the initial reporter and obtained the following additional information: the mtm moved on its own and they saw on the console that the instrument moved too. The surgeon was an expert.